Manufacturer narrative:
(B)(4): method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
The pt was scanned with the synergy body coil which was positioned over the chest/left humerus area. After the examination a large second degree burn was observed on the right forearm near the wrist where the coil cable was routed.